Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
The size 5 sigma hp trail ps box trial screw was stripped/broken and unable to be attached to the femur. The screwdriver used to perform this was also stripped. The surgery was delayed for 5-8 minutes. The surgeon used a cr femoral trial rather than a ps to complete the procedure successfully.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.